Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
This is a duplicate report of 1818910-2014-30414. 1818910-2014-35331 will be rejected. 1818910-2014-30414 will be kept for investigation purposes.

Event description:
Medical records received from the legal department. Radiology report from (B)(6) 2014 indicates the stem implanted on (B)(6) 2011 is fractured. The date of fracture is unknown and a date of revision is unknown at this time.